Event description:
A hosp in (B)(6) reported via our distributor that an rt106 adult inspiratory-heated breathing circuit did not pass the initial leak test when connected to a pb840 ventilator. The leak was detected prior to pt connection. No pt consequence therefore occurred.

Manufacturer narrative:
(B)(4) . This report was received from a distributor in (B)(4). The rt106 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The rt106 breathing circuit was pressure tested for leaks and submerged in a water bath to identify the source of the leak. Results: testing of the complaint device revealed a leak in the seal between the water trap bowl and the water trap top connected to the expiratory tube. The water trap consists of a bowl and lid designed to come apart for draining water/condensate. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was reconnected. A leak in the water trap of the breathing circuit is usually detected by an alarm on the ventilator. (B)(4).